Manufacturer narrative:
Product was evaluated and the complaint was confirmed. Based on associated device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The investigation found that product did not have shrink wrap sealed on the outside of the package as stated in the complaint. The box appears to have some damage on the outside and a small puncture in the box. The box was opened and inner sterile pouch was examined and the inner pouch does appears fully sealed and not compromised. All contents of the box were present and free of damage. Shrink wrap is very taught and if punctured can split. On the box there appears to be two puncture holes that likely caused the shrink wrap to become unwrapped. The shrink wrap was likely punctured in transit and the product was unwrapped. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that one box arrived at the distributorship without the shrink wrap sealed on the outside of the packaging.